Event description:
Patient presented to the physician with pain at the ipg site. Physician brought the patient into the operating room and explanted the ipg, sensing lead, and a majority of the stimulation lead.